Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The usm was tested on an in-house system in normal mode with no triggered errors. Usm was tested on a patient fixture test platform (pfpt) where it passed fiber and check all boards test. No signs of visual damage during inspection. Root cause is attributed to the parallelogram.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy surgical procedure, the customer contacted the technical service engineer (tse) for phone assistance regarding error 307 occurring on the universal surgical manipulator 4 (usm4). The user felt that the movement of usm was heavy. Tse reviewed the system logs and confirmed error 307 occurring on the usm4. The customer disabled the usm4. Tse advised the customer to perform a power cycle on the da vinci and to check if the reported event occurred. The procedure was completed with no reported injury.